Event description:
Information was received indicating that smiths medical cadd-legacy pump was emitting a 2-tone alarm when placing cassette on pump. The pump did not display any malfunction message. The patient switched to back up pump. It was reported that the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.